Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro-fine ultra¿ insulin pen needle there was an issue with needle through the protective cover upon opening the packaging.

Manufacturer narrative:
H.6. Investigation: one open 31g x 8mm pen needle sample was returned from lot. No. 8143587, cat. No. 325105. Visual examination was carried out on the returned sample and a cannula through shield and cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station.

Event description:
It was reported with the use of the bd micro-fine ultra¿ insulin pen needle there was an issue with needle through the protective cover upon opening the packaging.